Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular lead exhibited high capture threshold and high pacing impedance. The right ventricular lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of high capture threshold was confirmed. The reported event of high pacing impedance was not confirmed. Final analysis found a complete lead was returned in one piece. X-ray examination found overtorque of the inner coil consistent with procedural damage. The short test found internal shorting. The cause of the reported event of high capture threshold was overtorquing the inner coil consistent with procedural damage. Electrical testing found no indication of conductor fractures.